Event description:
It was reported by the clinician that the procedure was being performed on a pt. After the third or fourth balloon inflation, the balloon ruptured in the right atrium. The pt's o2 sats dropped immediately but came back up in a matter of seconds. The pt was stable throughout the rest of the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.